Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a scratched case were noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the up and down arrow buttons. No button error alarms were noted.

Event description:
It was reported that the insulin pump alarmed button error that was not resolved by a battery replacement. The blood glucose reading was 245 mg/dl, which the customer treated with manual injections. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.